Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating impedance measurements including normal and high ranges. Oversensing of noise was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv pace fluctuates between 400-500 and 950-1200 ohms between (B)(6) 2015. One episode of nst on (B)(6) 2015. (B)(4).